Event description:
The patient reported a "blacking out" episode. Follow-up was conducted to obtain information on the patient, but the attempts were unsuccessful. Records indicate that the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.